Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor experienced an issue with the angio-seal evolution during the femoral closure. The vessel evaluation deemed it appropriate for closure with angio-seal. The doctor stated that the tamper tube did not stay in place within the tissue track when pulling back to seal. The doctor observed the tamper tube come out of the tissue track on pullback. The doctor then tampered the collagen plug with the tamper tube manually, and the femoral closure was achieved without incident. There was no blood loss, and there was no impact on the patient's condition. Additional information was received on (B)(6) 2018. The procedure being performed was a y90 mapping. A 6 fr sheath was used. A pre deployment angiogram was performed. The patient was reported to be in stable condition. There were no other devices or equipment used with the reported product.